Manufacturer narrative:
Technician replaced the head cylinder and the stretcher in working condition. No injuries were reported.

Event description:
The bed was found in the repair area. The hydraulic cylinder was drifting. Both need replacement.